Manufacturer narrative:
Product usage when the alleged defect was encountered is unknown. The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer reports having difficulty in introducing a fibroscope into the intubation catheter. No report of a patient injury or harm.